Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the pulse generator was in back-up code c and there was a programming problem.